Manufacturer narrative:
Summarized patient outcomes/complications of portico valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, stroke, atrial fibrillation, prior pacemaker implant, peripheral vascular disease, dialysis, chronic obstructive pulmonary disease, prior percutaneous coronary intervention, prior coronary artery bypass graft, and hyperparathyroidism. Complications reported included surgical intervention (explant, valve-in-valve), hospitalization, endocarditis, aortic regurgitation, aortic stenosis, paravalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: predictors of outcomes of reintervention after transcatheter aortic valve replacement: france 2 and france tavi registries.

Event description:
The article, "predictors of outcomes of reintervention after transcatheter aortic valve replacement: france 2 and france tavi registries", was reviewed. The article presented a retrospective, multicenter study to describe the incidence, delay, predictive factors, and long-term outcomes of reintervention after transcatheter aortic valve replacement (tavr). Devices included in the study were medtronic corevalve, corevalve accutrak, corevalve aoa, undetermined corevalve, edwards lifesciences sapien, medtronic corevalve evolut, corevalve evolut r, edwards lifesciences sapien xt, medtronic corevalve evolut pro, edwards lifesciences sapien 3, boston scientific acurate neo/tf, acurate ta, edwards lifesciences centera, jena, abbott portico, direct flow, boston scientific lotus and lotus edge. The article concluded that reintervention after tavr remains rare and was mostly performed early after the procedure and by redo tavr. Further studies are warranted, particularly in younger patients with longer life expectancy. [The primary and corresponding author was eric durand, department of cardiology, charles nicolle hospital, 1 rue de germont, 76031 rouen cedex, france, with corresponding e-mail: eric.durand@chu-rouen.fr]. The time frame of the study was from 2010 to 2022. A total of 72,850 patients were included in the study, of which it was not reported how many received an abbott device. In the reintervention group, the average age was 79.5 years and the majority gender was male. In the no reintervention group, the average age was 82.5 years and the majority gender was male. Comorbidities included hypertension, diabetes, stroke, atrial fibrillation, prior pacemaker implant, peripheral vascular disease, dialysis, chronic obstructive pulmonary disease, prior percutaneous coronary intervention, prior coronary artery bypass graft, and hyperparathyroidism.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: predictors of outcomes of reintervention after transcatheter. Aortic valve replacement: france 2 and france tavi registries.